Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation not reported by site indicated that the instrument was found to have mechanical indentations/burrs at the distal clevis.

Event description:
It was reported that during central processing, the wire coming out of working tip of the monopolar curved scissors (mcs). There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up but was unable to obtain new information. The wire issue was identified prior to reprocessing.